Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the third party service center for evaluation and the customer's complaint was not confirmed. During the evaluation at the third party service center, service required codes were found in the ventilator's downloaded error log and the device failed a test step during testing. The device's internal battery was replaced to address the issues.